Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caretaker alleges the bed rails will not stay up on the bed, the rails will slip down.